Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd), for a bleed in the esophagus, performed in 2009 (pt's age is unk. According to the complainant, during the procedure, the physician felt tension in the handle as thought a band had deployed, but the band did not deploy. When the physician deployed the next band, five bands deployed at once. The bands were removed from the pt with a foreign body retrieval device. The scope was removed, the pt was re-scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.